Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with sensor readings. The customer also mentioned she received a threshold suspend. Customer stated the blood glucose was 105mg/dl and sensor glucose 53mg/dl. During troubleshooting the sensor calibrated properly. Advised customer to call back if issues continue. The customer current blood glucose was 105mg/dl.